Manufacturer narrative:
The device will not been returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated stent graft was implanted to treat an abdominal aortic aneurysm. A type 3b endoleak was identified during a routine follow up visit. The patient was asymptomatic. The type 3b endoleak was relined with an afx. Patient was stable post reline and discharged from the hospital. There have been no additional patient sequelae reported.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and denied response were received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.